Event description:
It was reported that a homechoice device experienced a system error 2267 (air and fluid in set) alarm. The patient was connected at the time of the alarm. This occurred during dwell three of peritoneal dialysis therapy. During troubleshooting, it was found that the patient had an open clamp on an unused supply line. The technical service representative reviewed proper procedures with the patient and assisted the patient with clearing the alarm. The patient was advised to start therapy over using new supplies or to complete therapy using manual exchanges. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This is a report of a system error 2267 alarm that was caused by an open clamp on an unused supply line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide warns the user to make sure all clamps on unused fluid lines are closed securely and instructs the user to close all clamps while preparing to load the disposable set. A review of the label for the product family will be conducted. Should relevant additional information become available, a follow-up report will be submitted.